Manufacturer narrative:
Evaluation summary: the defect parts replaced.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Led light disappear during angulation. This event occurred at the time of during inspection. There was no report of patient harm.